Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During aaa repair in 2008, the main body graft was delivered normally and deployment was according to cook's instructions for use. Once the top cap was captured, the grey positioner was withdrawn through the valve with no resistance. When the grey positioner exited the valve, large amounts of blood flowed out of the valve, almost like there was no valve present. The dilator tip of the grey positioner was advanced back into the valve to stop bleeding. After the case, the sheath was cleaned and given to us to return to cook for evaluation. When looking at the valve, it was noted that it looks like the leaflets of the valve never closed around the wire guide.